Event description:
An olympus representative reported to olympus on behalf of the customer reported that while using the flex deflectable videoscope, the image was not displayed when connected (no image), and a leaking rubber defect. The issue occurred during inspection for use. The therapeutic procedure was completed using another similar device. There was no patient harm or delay associated with the reported event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. Further evaluation found a pinhole on the bending section cover which resulted in water tightness being lost, the adhesive on the bending section cover had a chip, the switch 1 had a scratch, the light guide cover glass was deformed and the label on the video connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although phenomenon 1 "no image when connected" was not confirmed. It is possible that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect leading to the subject event. The event can be detected/prevented by following the instructions for use which state: 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.